Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker determined that the cause of the reported issue was due to the code summary button being stuck on due to damage to an internal dome switch. Stryker replaced the device's small keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device's buttons were not functioning. As a result, defibrillation therapy may have been unavailable, if needed. There was no report of patient use associated with the reported event.